Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. A visual inspection was performed and found no issues related to the reported event. A power on self test was performed and the device passed. A one hour therapy was performed successfully on the device. A service history review found that the device had last been serviced more than a year ago. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unreported cause. It was unknown whether the pt was hospitalized prior to death. It was not reported whether the pt was connected to the hc at the time or death or if pd therapy was ongoing until the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The pt passed away on an unreported date in the middle of (B)(6) 2014. The device was manufactured on an unspecified date in 1995. A review of the device history record did not reveal any issues that could be related to the reported event. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.